Event description:
Initial reporter indicated that the patient needs a battery replacement due to end of service. Additionally it was reported "that the patient is now stating that he is experiencing pain." The office instructed the patient to use their magnet to help with the "pain." The patient reported "he has had pain in the left side of his neck for one month like a muscle hurts." The patient went to see his neurologist and was told "that his battery is at end of service." Patient denide being able to feel any further stimulation and states he "may have had a small" increase in seizures. Patient to be referred to surgeon for reimplant, good faith attempts are being made for additional information. It is unk if the increase in seizures is above the patient's pre-vns implantation rate.